Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported a crack reservoir tube side, unble to lock reservoir in place and crack on retainer ring of the insulin pump. The event involved product(s) mmt-1885. Troubleshooting was performed, and damage was affecting/impacting pump functionality. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The sc1 cap and reservoir does not lock properly into reservoir compartment during testing. The pump passed self test. The pump was received with minor scratches on lcd window, scratched case, cracked keypad overlay, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform the functional testing due to the missing retainer and broken reservoir tube lip. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. Pump was cut open to perform visual inspection and found no evidence of moisture damage on the electronic assembly, motor or force sensor. The pump was received with minor scratches on lcd window, scratched case, cracked keypad overlay, missing o-ring, broken reservoir tube lip and missing retainer. In summary, customer allegation for broken reservoir compartment confirmed. Pump possibly under delivering not confirmed during testing due to the missing retainer and broken reservoir tube lip. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.